Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the top of the battery cap was worn, and there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: a review of the black box showed a short battery life. The pump electrical current draws were high. No damage was found to the battery cap. Moisture was visible in the display. A leak was found in the case seal. The pump was opened to find moisture damage on the printed circuit board. The short battery life issue was due to moisture damage.